Manufacturer narrative:
Device evaluation is anticipated but not yet begun.should the device become available for inspection, a follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
Device was not returned for evaluation. Inspection of the location of the fire was conducted on (B)(4) 2011. An expert has determined that the pride lift chair located in the house was not the cause of the fire. The lift chair will not be returned to pride for evaluation. Device not returned to pride.

Event description:
Received a notice alleging a fire occurred in a home where a pride lift chair was located. No injuries were reported.

Event description:
Received a notice alleging a fire occurred in a home where a pride lift chair was located. No injuries were reported.